Event description:
It was reported that they have had now two incidents of chemo spills because of split tubing on the huber needle accessing the port. This occurred twice on the same patient. No other information was provided. This report addresses both devices.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.